Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider the sling seat belt male end broke and customer feels it is a quality issue. MDR filed.

Manufacturer narrative:
(B)(4)- follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2012-0749 indicting the brand name as a wheelchair accessory when the correct name is non ac powered patient lift and the manufacturer as fine group when it is actually unknown. (B)(4).